Event description:
It was reported that the touch screen on one of their arctic sun devices had a fault in that it did not work intermittently. The device had been moved for collection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the touch screen on one of their arctic sun devices had a fault in that it did not work intermittently. The device had been moved for collection. Per follow up information received on 08sep2022, the screen only responds some of the time to touch. The date of event occurred on 04aug2022. There was no patient involvement. The issue was not resolved at this time. The device would return to bd depot and had not been shipped yet.